Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector had flow issues and wouldn't flush during use. The following information was provided by the initial reporter: "they are not flushing (can¿t retrieve blood)."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of j-loops not flushing blood could not be verified. Device history record review for model mp5303-c lot number 22099409 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector had flow issues and wouldn't flush during use. The following information was provided by the initial reporter: "they are not flushing (can¿t retrieve blood)".